Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient is reporting issues recharging since having a spine surgery 3 weeks ago. Patient reports screens 15, 17, 51, and 76. The caller was not with the patient. Ts reviewed screens but is not familiar with 51. Advised to check with patient what surgery was done, where it was done, what modalities were used to see if it could have affected her system, and if device was turned off during procedure. Patient should also reset controller and check connections of rtm and controller for possible pin damage. It was noted patient doesn't use device for therapy but keeps it charged in case MRI mode is needed. Patient will call back tomorrow to request extra antenna to test as she is not very mobile and it is tough to meet up with rep try another device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient could not get their device to connect to their implant; they received the message "looking for a device" and sometimes they received the message "cannot connect." The patient could not charge their ins. They would move the recharger antenna and try to connect. The patient had performed this many times and it would not connect. The patient verified there was no damage to the recharger or to the controller charging port. They then attempted to charge their implant and they received "no device found." The patient attempted to go through passive recharge mode and received the quality "100-100-100." They placed the recharger antenna an arm's length away from the implant and the quality was still "100-100-100." A replacement recharger was requested.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.